Manufacturer narrative:
Philips service resolved the foot switch issue, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that fluoroscopy x-ray exposure stopped during use on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.